Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an unknown screw broke in a patients shoulder and a revision surgery was needed to remove the entire glenoid component and replaced with ca adapter and ca head. Revision surgery on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Received univers revers¿ modular glenoid system set for investigation a locking screw ar-9563-unk is the subject of the complaint. Visual inspection found that the screw broke in half. Probable cause cannot be determined at this time. Complaint was confirmed.